Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture ingress behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: during testing, the battery compartment was observed to have no visible damage. The pump case was cracked. The leak test revealed a leak at the cracked pump case. The pump powered on with the returned battery cap. The battery cap had damaged threads, and the cap was unable to fully secure onto the pump. The pump was opened and removed from the case and evidence of moisture contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.